Manufacturer narrative:
Eval is pending, info will be provide in a f/u report.

Event description:
It was reported that: the user was either placing the device in use for the pt or removing the pt; when the user observed that the ventilator shut down with no alarms. No pt injury.